Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right essure coil seems to have moved down the fallopian tube') in a female patient who had essure (batch no. B61387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included infection. Concurrent conditions included obesity, anxiety and depression. Concomitant products included celecoxib (celexa), fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (norco), ibuprofen and oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"). In (B)(6) 2014, the patient experienced fatigue ("fatigue/tiredness"), gluten sensitivity ("sensitive to gluten low vitamin d"), dysgeusia ("metallic taste in mouth") and ovarian enlargement ("swollen elevated ovaries"). In (B)(6) 2015, the patient experienced arthralgia ("joint pain") and back pain ("back pain"). In (B)(6) 2015, the patient experienced rash ("rashes on chest and legs") and allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2016, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: abdominal bloating") and diarrhoea ("diarrhea"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have vitamin d decreased ("low vitamin d"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/pelvic pain"), tooth disorder ("dental problems"), pelvic discomfort ("pelvic discomfort") and gastrointestinal disorder ("gi issues"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, hypersensitivity, tooth disorder, allergy to metals, abdominal distension, diarrhoea, gluten sensitivity, dysgeusia, ovarian enlargement and pelvic discomfort outcome was unknown and the pelvic pain, rash, migraine, headache, nausea, dysmenorrhoea, fatigue, vitamin d decreased, arthralgia, back pain and gastrointestinal disorder had resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, back pain, device dislocation, diarrhoea, dysgeusia, dysmenorrhoea, fatigue, gastrointestinal disorder, gluten sensitivity, headache, hypersensitivity, migraine, nausea, ovarian enlargement, pelvic discomfort, pelvic pain, rash, tooth disorder and vitamin d decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on an unknown date: result: total bilateral occlusion. Ultrasound scan - on an unknown date: result: is normal in size and contents. Endometrium and lining appear normal. Left essure coil is identified and measures 1.8cm within the left endometrial cornua. Right essure coil is identified and measures 3.0cm within the right endometrial cornua. Left and right ovaries and peri- adnexae appear normal. No pelvic cyst, mass or free fluid. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs received. Essure lot number added. Product indication updated. Essure explant date added. Following events were added: the right essure coil seems to have moved down the fallopian tube, allergic or hypersensitivity reaction, rashes on chest and legs, migraines, headaches, nausea, dental problems, nickel allergy, dysmenorrhea (cramping), fatigue, gastrointestinal or digestive system condition type: abdominal bloating, diarrhea, sensitive to gluten low vitamin d, low vitamin d, tiredness, metallic taste in mouth, swollen elevated ovaries, joint pain, back pain, pelvic discomfort and gi issues. Event clubbed: fatigue/tiredness. Previously reported event injury to herself was updated to pain. Event severity added for: pain/pelvic pain and back pain. Event outcome added for: pain/pelvic pain, joint pain, back pain, fatigue/tiredness, nausea, rashes on chest and legs, migraines, headaches, gi issues, dysmenorrhea (cramping) and low vitamin d. Medical history, lab data and concomitant drugs were added. Reporters added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right essure coil seems to have moved down the fallopian tube') in an adult female patient who had essure (batch no. B61387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included infection. Concurrent conditions included obesity, anxiety and depression. Concomitant products included celecoxib (celexa), fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (norco), ibuprofen and oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"). In (B)(6) 2014, the patient experienced fatigue ("fatigue/tiredness"), gluten sensitivity ("sensitive to gluten"), dysgeusia ("metallic taste in mouth") and ovarian enlargement ("swollen elevated ovaries"). In (B)(6) 2015, the patient experienced arthralgia ("joint pain") and back pain ("back pain"). In (B)(6) 2015, the patient experienced rash ("rashes on chest and legs") and allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2016, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: abdominal bloating") and diarrhoea ("diarrhea"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have vitamin d decreased ("low vitamin d"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/pelvic pain"), tooth disorder ("dental problems"), pelvic discomfort ("pelvic discomfort") and gastrointestinal disorder ("gi issues"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, hypersensitivity, tooth disorder, allergy to metals, abdominal distension, diarrhoea, gluten sensitivity, dysgeusia, ovarian enlargement and pelvic discomfort outcome was unknown and the pelvic pain, rash, migraine, headache, nausea, dysmenorrhoea, fatigue, vitamin d decreased, arthralgia, back pain and gastrointestinal disorder had resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, back pain, device dislocation, diarrhoea, dysgeusia, dysmenorrhoea, fatigue, gastrointestinal disorder, gluten sensitivity, headache, hypersensitivity, migraine, nausea, ovarian enlargement, pelvic discomfort, pelvic pain, rash, tooth disorder and vitamin d decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on an unknown date: result: total bilateral occlusion.. Ultrasound scan - on an unknown date: result: is normal in size and contents. Endometrium and lining appear normal. Left essure coil is identified and measures 1.8cm within the left endometrial cornua. Right essure coil is identified and measures 3.0cm within the right endometrial cornua. Left and right ovaries and peri- adnexae appear normal. No pelvic cyst, mass or free fluid.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.